Event description:
It was reported in a service report that the fowler was drifting down. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: fowler brake assembly malfunctioned.